Event description:
It was reported that shield issues occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "there are two kinds of cases when the eclipse shield falls off. One is that the eclipse shield and the IV needle are not connected when the box is opened. The other is when the IV shield is pulled open, the eclipse shield and the IV shield fall off at the same time. Customer feedback: these situations will occur in 7-8 of the 10 eclipse ; 2 to 3 times a day."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA.# 1465371 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield issues occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "there are two kinds of cases when the eclipse shield falls off. One is that the eclipse shield and the IV needle are not connected when the box is opened. The other is when the IV shield is pulled open, the eclipse shield and the IV shield fall off at the same time. Customer feedback: these situations will occur in 7-8 of the 10 eclipse ; 2 to 3 times a day."